Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿alaris pump channel failed while pt was on the CT table pump was infusing epi for a post cardiac arrest pt the pump failure caused the pt¿s heart rate to drop resulting in rn having to give pushes of epi."